Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there was an anomaly with the tubing connector attached to the reservoir. The patient reported the tubing connector rotated too smoothly and could not connect correctly to the infusion set. Customer agreed to return product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir. The reservoir fail per inspection found the reservoir snap cap too loose to properly connect and release.